Event description:
It was reported that caller not certain if atria lead is working. He is seeing atrial pace the ventricle sense and then ventricle pace. Device was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.